Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the ins was not in the pouch anymore and she would have a surgery on (B)(6) to resolve it. There was no fall reported and the patient stated that she coughed it out. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient could feel the implant moving when the patient moved and the patient could feel the outline of the implant. Additionally, the caller indicated that the ins would go an inch to the right and an inch to the left and was causing the patient problems. The patient indicated that when they would bend forward they felt a great deal of pain in their left side that radiates to their rib cage. The patient indicated that they had a high pain tolerance, but was feeling the current pain. The patient indicated that they lift water containers and while the ins was moving the patient said that the lead was ok and still functioning. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient could only theorize that implantable neurostimulator (ins) was low enough that waistband of jeans rubbed against it so often that it loosened. No steps were taken yet to resolve the issue but the doctor requested test which will be done on (B)(6) 2018.the patient stated probable surgery to be scheduled to resolve the issue.the patient weight was reported as (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient had severe muscle pain when ins was moving and was seeing their doctor on (B)(6). The doctor assessed the ins moving and pain the week prior to the report and would like to do additional testing on the pain to ensure there was not a secondary source before planning surgery. No further complications were reported.